Manufacturer narrative:
(B)(4). Visual analysis of the returned device found the side car-rx presented pushback within specification. The distal end of the side car-rx was torn and it is possible the user saw the torn side car-rx and perceived it as pushback. The evaluation concluded that the condition of the returned unit was not consistent with the complaint that the device presented side car-rx pushback. Visual analysis found the side car-rx pushback to be within specification. Therefore, the most probable root cause is "not confirmed." The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, upon inserting the trapezoid basket into the scope, the side car-rx (guidewire port) was pushed back. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2016. According to the complainant, upon inserting the trapezoid basket into the scope, the side car-rx (guidewire port) was pushed back. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.